Event description:
The following has been reported: customer reporting air in the line - error. However during repair it was found - action taken:received device. Customer reported problem "air in the line - error" was confirmed. Replaced and calibrated air in line sensor. Also, found intermittently working ac inlet, replaced. Equipment cleaned, post service tested and released for use. Per request from brezins creating a separate complaint for the ac inlet issue found. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and it's investigation was performed by our local technical team for air issue, during which our local technical team found intermittently working ac inlet, which was replaced and sent back to brézins for further investigation. Once in brézins, the power bracket was tested and the reported event could not be reproduced. The power bracket is functional and meets our technical specification. Therefore the root cause of the reported event could be linked to another part that can only be tested with its associated device, it remains unknown. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not confirmed the trend is: normal